Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module broken fiber. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the segment fluid damage, the control body fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the light guide cable buckled, the operation channel leaky, the remote control buttons cut, the remote control switch malfunction, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.